Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the home choice (hc). The home patient (hp) stated they observed a fluid leak from a supply bag and thought the leak had stopped after attempting to tighten the connection. The event occurred during the dwell. The hp stated they would complete a manual exchange to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A loose connection between the supply bag and a cassette line was reported and is a known cause of air being introduced into the system. The cause of the loose connection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.